Event description:
It was reported that during a stress test when touching the side of pacemaker with their hand, oversensing of noise causing inappropriate atrial tachy response (atr) episode occurred. The clinic was concerned over possible lead integrity of another manufacturer's lead. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted 10 inappropriate atr episodes recorded at the end of the month; all of which with electrogram (egms) showing noise on another manufacturer's right atrial (ra) lead. Previously there was a signal artifact monitoring episode that showed probable noise that appeared consistent with minute ventilation sensor oversensing. The ventricular episodes with egms show noise on both ra and another manufacturer's right ventricular (rv) leads. Ts further noted that impedance on both leads has increased. The ra lead shows a number of spikes, gradually increasing in value until reaching greater than 2500 ohms and a lead safety switch (lss) occurred which changed the polarity to unipolar. The rv lead shows a slight increase over time but no sudden spikes. Ts recommended confirming the polarity of the pacemaker when manipulating the device where the noise was seen and determining the actions the patient was performing at the time of the episodes. Some episodes appeared to be due to myopotential oversensing as well which could suggest the sensing polarity was unipolar. In regards to the ventricular episodes where noise was across both the ra and rv channels, ts suggested further discussion with the clinic to rule out potential electromagnetic interference (emi) interferences. Ts recommended a full test of the ra and rv leads to ensure integrity. At this time the pacemaker and leads remain in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a stress test when touching the side of pacemaker with their hand, oversensing of noise causing inappropriate atrial tachy response (atr) episode occurred. The clinic was concerned over possible lead integrity of another manufacturer's lead. Boston scientific technical services (ts) was consulted to review the data. Upon review ts noted 10 inappropriate atr episodes recorded at the end of the month; all of which with electrogram (egms) showing noise on another manufacturer's right atrial (ra) lead. Previously there was a signal artifact monitoring episode that showed probable noise that appeared consistent with minute ventilation sensor oversensing. The ventricular episodes with egms show noise on both ra and another manufacturer's right ventricular (rv) leads. Ts further noted that impedance on both leads has increased. The ra lead shows a number of spikes, gradually increasing in value until reaching greater than 2500 ohms and a lead safety switch (lss) occurred which changed the polarity to unipolar. The rv lead shows a slight increase over time but no sudden spikes. Ts recommended confirming the polarity of the pacemaker when manipulating the device where the noise was seen and determining the actions the patient was performing at the time of the episodes. Some episodes appeared to be due to myopotential oversensing as well which could suggest the sensing polarity was unipolar. In regards to the ventricular episodes where noise was across both the ra and rv channels, ts suggested further discussion with the clinic to rule out potential electromagnetic interference (emi) interferences. Ts recommended a full test of the ra and rv leads to ensure integrity. At this time the pacemaker and leads remain in service and no adverse patient effects were reported. Additional information was received that the patient underwent a revision procedure where the device and lead were explanted and replaced. No additional adverse patient effects were reported.